Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil, catalytic decomp filter and oil mist filter were replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service on 10/14/2016.

Event description:
A customer reported an event of a haze emitting from the sterrad 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Device MFR date: change from 12/1996 to 01/1997. Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra) and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to haze/mist/vapor to be "low." No parts were returned for evaluation and analysis. The assignable cause of the haze/mist/vapor issue is the vacuum pump oil, catalytic decomp filter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.